Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Formal claim confirmed. Doi & dor still not provided. Reason for potential revision not provided.

Manufacturer narrative:
Conclusion and justification status: the complaint states reason for original complaint: manufacturing date request- possible revision no further info provided. Reference should be made to (B)(4) which is the original complaint. X-rays were reviewed by bioengineering and a report was received stating based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer did not report a device defect. The case is subject to ligation with allegations regarding performance. Post marketing surveillance reviews general group performance. From the information reviewed in this report, it is unlikely that there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.